Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on unknown date, a 14-year-old male child patient's infusion set's tubing detached from the connector. Moreover, the expiration date of the infusion set is 01-dec-2024. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.